Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell. The technical service representative (tsr) advised the home patient (hp) to cycle power to clear the alarm and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use that may have caused the alarm to occur. The hp explained that she discarded the sample and did not know the lot number. The hp advised that she was able to resume therapy successfully with new supplies the following day. The hp also stated she notified her nurse of the alarm. There was no patient injury or medical intervention reported.